Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us based hospital biomed department observed a newly unboxed automated impella controller to have damage. Damage was on the cover and housing. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) damage before therapy has been completed. Console logs from the device do not contain any relevant data. The console was returned for evaluation. Upon visual inspection, there was misaligned (rotated) pump connector cover, misaligned ¿power button¿ label, scratches on the rotating knob, chips and scratches on the front housing: upper right and bottom right corner. Console testing also revealed compromised optical pump connector causing failing ¿5s¿ optical parameter test (snr and contrast out-of-spec). The root cause of the console damage was mishandling of the console.